Event description:
It was reported that the device alerted for possible output circuit damage. The patient had experienced several vf episodes and returned to sinus on her own. Cardiac resuscitation was performed and external defibrillation was delivered. The patient went into cardiac arrest and taken to ICU. No lead in 2008. Patient expired the next day. The device will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.